Manufacturer narrative:
The reported event of ¿cable was observed without guide set when opening tendril lead packaging¿ was not confirmed. A complete lead was returned in one piece with a stylet inserted inside the lead. No lead anomalies were noted. Final analysis found no indication of conductor fractures or internal shorts. The auto packaging image was provided, and two more stylets were noted inside the finished packaging.

Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented to the hospital for an implant procedure. Prior to implantation, the stylet set was found to be missing from the right atrial (ra) lead packaging. The ra lead was not used and replaced on (B)(6) 2025. There were no patient consequences.